Event description:
It was reported that when using the bd pyxis¿ es server station was in disconnected mode and user unable to access the patient details. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were in disconnected mode. A technical support specialist (tss) investigated and confirmed that the e drive on the server had reached full capacity, causing most stations to enter disconnected mode. Tss temporarily moved backup files to the d drive and advised hospital information technology team (hit) to increase the e drive capacity. The system functioned as intended after the technical support specialist troubleshot the device.